Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release stent was used in the anastomotic part of the esophagus to the stomach during an esophageal stent deployment procedure performed on (B)(6) 2014. According to the complainant, the patient's anatomy was not tortuous. During the procedure, the stent was partially deployed by approximately 5mm when the stent deployment suture could no longer be pulled. The stent was removed from the patient partially deployed. The procedure was completed with an ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received partially deployed by 5mm and determined that the stent failed to fully expand after deployment. The stent outer diameter was measured after an analysis was performed and found to be within specification. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the crochet suture from the point of release from the stent. During analysis it was possible to fully deploy the stent without issue. Therefore, the noted issue was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release stent was used in the anastomotic part of the esophagus to the stomach during an esophageal stent deployment procedure performed on july 4, 2014. According to the complainant, the patient's anatomy was not tortuous.during the procedure, the stent was partially deployed by approximately 5mm when the stent deployment suture could no longer be pulled. The stent was removed from the patient partially deployed. The procedure was completed with an ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.